Manufacturer narrative:
A ge service representative performed an on site investigation. The 6a generator card fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a generator error. This error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.